Manufacturer narrative:
(B)(4) initial report: additional information, including x-rays, operative notes, patient details, what the patient was doing when they fell, whether the patient followed correct post-op protocol and an update on the patient post revision, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic head and dual mobility ecima insert after approximately 3 years and 7 months due to the cup dislodging following the patient having a fall.

Manufacturer narrative:
(B)(4) final report additional information, including x-rays, operative notes, patient details, what the patient was doing when they fell, whether the patient followed correct post-op protocol and an update on the patient post revision was requested, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to specification at the time of manufacture. Based on the available information, it has been concluded that the cup dislodgement and bone fracture were the result of the patient experiencing a fall post primary surgery. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic head and dual mobility ecima insert after approximately 3 years and 7 months due to the cup dislodging following the patient having a fall.